Event description:
On 5/16/96 the plate was implanted for an ankle fusion to correct a 2 1/2 year complaint of left ankle pain. Plate was noted as fractured on 7/15/97 and non-union was diagnosed. It is unknown if this plate has been removed.